Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip could not be released.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for gastric stromal tumors during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, they needed to close the wound, after closing the clip, the clip could not be released. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip could not be released. Block h11: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. Microscopic examination was performed, and no discernable problems were observed on the clip assembly. Functional evaluation was performed, and the clip assembly was able to perform the first activation and could be released from the catheter without problems. No problems with the device were noted. The reported event of clip unable to fire was not confirmed. Investigation found that the clip assembly could be released from the catheter without problems. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for gastric stromal tumors during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2024. During the procedure, they needed to close the wound, after closing the clip, the clip could not be released. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.